Event description:
I had the essure device implanted in 2012. Soon after I gave birth to my second child. I had pain during implantation and for a while after as to be expected. My periods became much heavier and I started getting headaches. I assumed this was just because of my age and hormones and lack of sleep. I had several other issues as well, such as pain, bloating, cramping, however, I calked each of these up to the reasons I listed above. I lost my sext drive as well. I asked my doctor about that including thoughts about sexual dysfunction and I was told well you're just tired. I bought these things up to the doctor on more than one occasion and was told that I was fine over and over again and the issues were happening just because of my age and hormones and the fact that I was tired all the time. I feel like I was more tired than I should have been. Granted, I am a mother of two so some tiredness is to be expected. But some days I think it was just excessive. One of the worst things that has happened was in the summer of 2014. I started getting migraines. They became so bad that I took multiple trips to the ER. During this time I was taken out of work for several weeks of unpaid medical leave. I had several tests done and there were several follow up appointments made. With each of these visits it was found that I had stress in my life because I was a mother of two and working and that was all anyone could give me for an answer. Therefore they denied by claims from the migrations saying there was really nothing wrong with me. I also have lost several teeth. They say that this was due to soft enamel and it seems that the tooth decayed right out so they needed to be pulled, but I certainly take care of my teeth so I have a hard time thinking that it is just my fault alone. On top of all of this I have had other symptoms as well, weight gain, pain issues, no sex drive, sexual dysfunction, mood swings, several ites, the list goes on and on so it seems. All this time I just thought everything was my fault and there wasn't truly anything wrong with me. I felt completely ashamed. I found out approximately a week ago that some of these issues may all lead back to the essure. It is truly the only thing that makes sense at this point. Considering all the tests that I have had done and there are still no answers. At this point, really what else could it be? Also, how can it be proved that this goes back to the essure. I have an appointment on wednesday with the doctor who put the essure devices in so I am going to speak with her about how I am feeling and see if these can be removed.